Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, it was reported that the right ventricular (rv) lead exhibited a high pacing impedance and threshold. The lead was inactivated and replaced. The patient was stable.